Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
Boston scientific received information that left ventricular (lv) loss of capture (loc) was observed and this lv lead was found dislodged one month post implant. A lead revision procedure was performed were this lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Dried blood and body fluid was noted in the lead lumen. The conductor coils were deformed at 400 mm from the terminal pin. Resistance testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Cuts were noted in the insulation at 435 mm from the terminal pin. Other than the cuts in the insulation, microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.